Event description:
This is the same case and patient as MFR report # 3005099803-2011-04044. This report pertains to the second of two devices. The patient experienced bladder infections, vaginal infections, and vaginal erosion. The exact nature and date of onset of each are unknown.

Event description:
This is the same case and patient as MFR. Report # 3005099803-2011-04044. This report pertains to the second of two devices. It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure. According to the complainant, post procedure, the patient felt something sticking in the body. The patient then had a follow up visit with the physician who said that the sticking may have been due to an undissolved stitch. The stitch was removed vaginally in the office. Since the initial procedure, the patient experienced dyspareunia, severe pain in the lower right abdomen, vaginal pain, pain above the pubic bone and a sharp pain that migrates down the right inner thigh. The patient also experienced extreme pressure in the pelvic region. It was reported that the pain was associated with unusual cramping and bleeding. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.